Event description:
On (B)(6) 2009, pt reported she just started noticing the issue with her up and down buttons within the past week. She states she notices it when she attempts to bolus. Pt reports the buttons still push in and pop out but don't always work. She said it is "intermittent." No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.